Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was frayed and the device failed to cross the lesion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Struts 1and 2 from the distal end of the stent were lifted and pulled distally. Struts 2-10 from the distal end of the stent were slightly damaged. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was frayed and the device failed to cross the lesion. No patient complications were reported.